Event description:
It was reported that the home patient received a high drain 105 alarm on the home choice device, during an unknown cycle of peritoneal dialysis therapy; the home patient was not connected. A high drain alarm indicates the home patient drained greater than 200% of the maximum prescribed cycle fill volume. The home patient had no reported symptoms of an increased intra-peritoneal volume but the hc unit alarmed high drain 105 at the end of therapy. The hp did not want to swap the hc unit. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.